Event description:
--

Event description:
--

Event description:
New information was received that the entire pacemaker system has now been explanted for an infection and erosion. A new system was implanted on the patient's right side. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient was in the hospital with shortness of breath. It was noted that everytime the patient moved, the device would pace near the maximum sensor rate. The minute ventillation (mv) feature had been programmed on in the device for six weeks and once it was turned off the high rate pacing stopped. There was also concern over a possible pocket infection since the area around the pocket was sore, and according to the boston scientific sales representative (sr) there were other signs of infection. The sr also noted that the patient claimed she had experienced an infection shortly after implant, three years ago, and the device was moved to the other side of her body. Currently, the physician opted to re-baseline the mv feature and lower the response factor. The hospital will also be checking for infection and once results are received they will decide on a course of action. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated.